Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent/kinked cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 234 mg/dl. For treatment, the patient was given intravenous (IV) insulin and diagnostic tests. The patient was having chest pain, as well. The pod was worn between 36 and 48 hours on the leg and was removed with a bent/kinked cannula. The ketones were moderate and the patient was discharged after 1 day.